Event description:
The pt received his scs system on (B)(6) 2007 including an ipg. It was reported the pt is having issues with this scs system. He is scheduled to meet with an sjm representative and his doctor to troubleshoot the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.